Manufacturer narrative:
Correction: b5 the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the metal of the single use aspiration needle was shafted in the handle (needle penetrated the sheath). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the metal of the single use aspiration needle was shafted in the handle [needle penetrated the sheath]. There were no reports of patient involvement.